Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5mm bd micro-fine¿+ pen needle label stuck the pack of 8mm cannulas. The following information was provided by the initial reporter, translated from german: "the pzn of the 5mm cannulas sticks to packs with 8mm cannulas".

Event description:
It was reported that the 5mm bd micro-fine¿+ pen needle label stuck the pack of 8mm cannulas. The following information was provided by the initial reporter, translated from german: "the pzn of the 5mm cannulas sticks to packs with 8mm cannulas"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes,. D10: returned to manufacturer on: 07-oct-2022 h6: investigation summary customer returned (2) open shelf cartons for 31gx8mm bd pen needles from lot# 1342180. The customer reported that the pzn for 5mm cannulas sticks to packs with 8mm cannulas. The returned samples were examined, and it was observed that a pzn label marked ¿09239168¿ was adhered to the side of the shelf carton displaying the lot information. As per manufacturing this label was applied outside of [manufacturing - dun laoghaire] control. This type of label is not used during the manufacturing process. The alleged defect could not be traced to manufacturing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue cannot be traced to manufacturing.